Event description:
The surgeon implanted an aq2010v silicone lens, but the trailing haptic tore in the cartridge upon insertion. The lens was removed with no pt injury. The surgical technician stated it was unk as to why the lens tore. An msi-pm injector and an aq2.8s cartridge were used and the lot numbers were not provided by the facility.

Manufacturer narrative:
Evaluation codes: results - (other): visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residues. Conclusions: the root cause for this event cannot be determined because the cartridge and injector were not returned.